Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. After all release criteria was checked and met the physician unscrewed the closure device from core wire. The closure device was successfully implanted in the laa of the patient. At the time of the device release it was noted that the baseline pericardial effusion had increased in size. The patient remained stable with no hemodynamic changes occurring. The physician did not perform any interventions or treatments for the effusion. Prior to being discharged the patient had a transthoracic echocardiogram performed. The images showed that there was no effusion present. The patient was discharged from the hospital fully recovered from this event.